Manufacturer narrative:
Investigation conclusion: the investigation of the returned delivery system found that the retractor was able to extend from and retract into the stent housing without resistance. The stent was not returned for evaluation as it was deployed during the procedure as described in the reported event. Without the return and evaluation of the stent, the investigation could not further test for or assess the alleged retraction issue and therefore, this complaint is considered non-verifiable. The investigation of the returned delivery system did not find any damage or other anomaly that would have caused or contributed to the reported complaint.

Event description:
No additional incident information was received; however the evaluation of the returned device is completed. Please see h6 & h11.

Event description:
It was reported: the stent got caught during retraction after deployment of the stent. The physician felt like the stent got caught on the nose cone of the delivery system upon deployment. It is noted the stent deployed fine, but the physician felt a slight snag, as if getting caught on distal markers of stent. The stent was successfully deployed and placed in the patient with no issues, no intervention. Patient is "well"

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.